Event description:
It was reported while using bd safe-clip¿ the clipper would not accept the needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle will not go into the hole in the safe clip needle clipper. He stated that the needle clipper is not full but the needle will not go in.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ the clipper would not accept the needle. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle will not go into the hole in the safe clip needle clipper. He stated that the needle clipper is not full but the needle will not go in.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned a safeclip from lot 9207039. Visual examination did not find any visible signs of damage or wear to the safeclip. A spare pen needle was inserted into the cutting port of the safeclip. The pen needle was trimmed without any issues. No immediately observable defects and the safeclip functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the safeclip not clipping. Root cause cannot be determined at this time as the issue is unconfirmed.